Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device alert. The physician wanted to find out or confirm what had happened to the atrial lead impedance increase and then suddenly drop into a normal impedance when they interrogated the patient. The lead remains in use. No patient complications have been reported as a result of this event.